Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was confirmed as a separation. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the material separation; however, the subsequent treatment appears to be related to operational circumstances. It was reported that the guide wire broke during use. Analysis confirmed the reported break as a separation. Factors that may contribute to a separation during use include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, it is possible that manipulation of the device, during use, contributed to the material separation, however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D9 correction: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. H3: device evaluated by mfg: corrected from no to yes. H6: type of investigation correction: removed 4115 . H6: investigation findings correction: removed 3221.

Event description:
Subsequent to the initially filed reports, the following information was received: it was reported that during the procedure, the balance middleweight (bmw) guidewire tip broke while in the right coronary artery. The tip did not separate. No additional information was provided.

Manufacturer narrative:
Correction: h6 medical device problem code 1562 was removed and code 1069 was added. The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported break; however, the subsequent treatment appears to be related to operational circumstances. It was reported that the guide wire broke during use. Factors that may contribute to a break during use include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that during the procedure, the balance middleweight (bmw) guidewire separated inside the coronary artery. The separated portion of the guidewire was retrieved with the help of a balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.